Event description:
Reference number (B)(4) event occurred in egypt. It was reported that patient experienced high blood glucose on (B)(6) 2026 on the second day of infusion set.the insertion site was lower back. The event lasted for more than 4 hours and was treated using the insulin pump. No further information available.